Event description:
It was reported, the rigid videoscope displayed a scope error message e218. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field's: b5 - removed the endoscope damaged that was inadvertently submitted in related (B)(4). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coverglass of the insertion section is cracked and no image. Based on the results of the investigation, it is likely the following led to the malfunction: the error message and no image occurred was due to a broken video cable. However, a definitive root cause could not be established. Based on the results of the investigation, a definitive root cause of the insertion section is cracked could not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid videoscope displayed a scope error message e218 and the endoscope was damaged. The issue occurred during reprocessing. There was no patient involvement.